Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use resolute onyx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 100% total chronic occlusion in the proximal right coronary artery (rca). There was no damage noted to packaging. There was no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated. The device did pass through a previously deployed stent. There was no resistance encountered when advancing the device. Excessive force was not used during the delivery. It was reported that acute stent thrombosis occurred within 24 hours post stent implantation.

Manufacturer narrative:
The device was used to treat a lesion in the lad. The stent was fully expanded and there were no issues noted during stent deployment. Thrombus occurred in the newly deployed stent. The patient was on dapt at the time of the event. Timi-3 flow was achieved after the treatment. If information is provided in the future, a supplemental report will be issued.